Event description:
On (B) (6) 2010, a customer contacted baxter's global technical service ctr to report catheter leakage during the initial drain. The home pt (hp) stated that the catheter to the hp was leaking and wanted to know what to do. The technical service rep (tsr) explained to the hp that if the catheter is leaking, she need to end therapy and contact the peritoneal dialysis (pd) registered nurse (rn). The tsr assisted the hp to end therapy. There was no pt injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the pd rn on 27may2010. The pd rn stated that the hp was leaking at the exit site. The pd rn believed that the catheter was used too early in the hosp after being surgically implanted. They cut down on the hp's fill volume and the hp had a dry day until it healed. The catheter site has now stopped leaking and the pd rn was hoping to increase the hp's volume this weekend. The pd rn stated that there was nothing wrong with the catheter itself and all info about the catheter, including the MFR, was unk. The hp has been doing well and has been able to continue therapy on the cycler. Pt injury reported: yes. Medical intervention required: no.